Event description:
The facility reported a pump with failure code 804:22 in the pump's event history. It is unknown when this failure code occurred. It is not know if there was any pt injury or medical intervention necessary according to the hosp rep. No add'l info is available.